Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and seroma. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient called to report left-side rupture. Physician confirmed event and further reported textured to smooth exchange due to concerns with the product. Op report confirmed rupture and noted calcifications, breast pain, and "clear liquid oozing out of capsule". Ultrasound received which noted peri-implant fluid collection. The device has been explanted and replaced.

Event description:
Patient reported rupture confirmed by imaging. Healthcare professional later reported implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported breast pain and calcifications diagnosed by mammogram and small fluid collection likely represents a seroma/hematoma. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. ¿anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿hematoma: unable to observe as it is not related to the manufacturing process. ¿pain: unable to observe as it is not related to the manufacturing process. ¿seroma-late: unable to observe as it is not related to the manufacturing process. ¿calcification: not observed.

Event description:
Patient reported left-side rupture. Physician confirmed event and further reported textured to smooth exchange due to concerns with the product. Op report confirmed rupture and noted calcifications, breast pain, and "clear liquid oozing out of capsule". Ultrasound received which noted peri-implant fluid collection. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.